Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2058074. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the sample could not be obtained for evaluation and testing. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd eclipse¿ needle 25g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: I have an eclipse needle that has something black in the cap. The needle was not used on a patient. It was noticed when inspecting the package.

Event description:
It was reported while using bd eclipse¿ needle 25g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: I have an eclipse needle that has something black in the cap. The needle was not used on a patient. It was noticed when inspecting the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.